Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the scope could not be connected to the subject device. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the scope could not be connected to the subject device. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information from the updated legal manufacturer's investigation as the device was received for evaluation. The customer's allegation of the scope could not be connected to the subject device was confirmed. The device evaluation found that coupler lock was damaged/deformed. The investigation determined that it was likely that the damaged coupler lock prevented the connection. If additional information becomes available at a later date, this report will be supplemented.